Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip could not be deployed from the delivery system. It is not currently known if this reflects a clip failure to release event. No patient complications resulted from this event. The patient was reported as being okay at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip could not be deployed from the delivery system. It is not currently known if this reflects a clip failure to release event. No patient complications resulted from this event. The patient was reported as being okay at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire and the sheath grip was detached from the oversheath. The oversheath was returned torn, stretched, and accordioned. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.